Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is not working correctly. Customer's mother stated that her daughter has high blood glucose for three days. The blood glucose reading is 300 mg/dl. Customer treated with manual injection. Customer is not feeling good; customer has a cold. Caller stated that daughter's blood glucose had increased from 364 mg/dl to 456 mg/dl. The insulin pump did not alarm no delivery. Caller treated daughter with two manual injections. During troubleshooting, time and date correct. Programming is correct. The high pressure test passed. Nothing further reported.